Event description:
A malfunction alarm was reported with the code malf 9. The customer's blood glucose level did not exceed 500 mg/dl and was within the normal range, indicating no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur.